Event description:
Terumo medical corporation received the reported information. When the cardiologist tampered down on the plug the entire anchor came out of the vessel/arteriotomy site with complete removal of the plug and anchor. Manual pressure was applied for forty-five (45) minutes with no hematoma. The patient developed delayed (6hrs) bleeding with hematoma at the site. Additional information was received on 05sep2025: the patient was stable and there were no concomitant devices or equipment used with the angio-seal. Additional information was received on 17sep2025: the procedure was a heart catheterization via 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. It was believed there was a high stick. The patient was stable. The patient was doing fine. The hematoma size was not provided.

Manufacturer narrative:
D6.a.: implanted date: device was not implanted. D6.b.: explanted date: device was not explanted. E.3.: occupation: lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Two (2) 6 fr angio-seal vip devices were returned for product evaluation. The returned items included two carrier tubes, two hemostasis sheaths, and a header bag. The devices were subjected to visual analysis. The first device appears to be used with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in forward lock position. The tamper tube and collagen are deployed, and the collagen is not tamped. The anchor is detached from the device, and the suture appears torn. The second device appears to be an unused device, as all the components are void of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor, collagen and tamper tube are fully deployed, and the collagen is tamped. No malfunctions or abnormalities are noted for this device. Additionally, the temperature dot is activated on the header bag. One device appears to have been unused and is unrelated to the complaint event. The second device appears to have been used, and the anchor is detached from the deployed device. Therefore, the complaint can be confirmed for anchor detachment. The exact root cause cannot be determined. The likely cause is excessive tensile force caused the suture to break, therefore the anchor detaching from the device. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).